Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that the screen was displayed but the touch panel did not respond and became inoperative, resulting in not being able to power off. It was reported there was no patient involvement at the time the issue was discovered. The authorized service provider (asp) has assessed the device and since the same issue occurred, the device was replaced with the same model one. The device kept operating. There was neither delay in therapy nor medical intervention reported other than the swap ventilator due to this event. Resolution and disposition are pending - investigation ongoing.

Manufacturer narrative:
The asp replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the touchscreen was the cause of the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Should the touchscreen be returned at a later date, this complaint may be reopened to document the root cause analysis.